Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log could not be downloaded. To further investigate the reported issue, the device was powered up and it alarmed "ec 1720" which is an issue with the back up capacitor. The back up capacitor was replaced to correct the reported issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was an error 1720. This occurred during testing. There was no patient involved.